Manufacturer narrative:
A ge service representative performed an on site investigation. The smart power switch board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the monitor would not power up. The fse noted the workstation would not boot up. There is no report of patient injury or death.